Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, false positive total human chorionic gonadotropin (thcg) test result was obtained from an atellica solution im 1600 instrument (serial number (B)(4)). The customer reportedly repeats all samples with a test result >2.0 miu/ml. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse cleaned the sample probe injection port. The cause of the discordant, false positive thcg was a dirty sample probe injection port. The instrument is meeting specifications. No further evaluation of this device is required.

Event description:
A patient sample was tested three times for total human chorionic gonadotropin (thcg) using two different atellica solution im 1600 instruments. The initial (low) test result was not reported to the physician(s). The same sample was repeated with dilution on an alternate atellica solution im 1600 instrument (serial number (B)(4)) giving a discordant, false positive (elevated) test result. It is unknown if this repeat result was reported to the physician(s). The same sample was then repeated on the original atellica solution im 1600 instrument giving a result that matched the initial result. There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive thcg test result.

Manufacturer narrative:
The initial MDR was filed on 19-apr-2019. Corrected information (26-apr-2019): event description was corrected for the sequence of events, number of test results and instrument serial numbers. Serial number was corrected. The discordant, false positive total human chorionic gonadotropin (thcg) test result was obtained from an atellica solution im 1600 instrument serial number (B)(4). The cse cleaned the sample probe injection port of atellica solution im 1600 instrument serial number (B)(4). The instrument is meeting specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high total human chorionic gonadotropin (thcg) test result was obtained from an atellica solution im 1600 instrument. The sample was tested a total of four times. The initial test result was obtained from the atellica solution im 1600 serial number (B)(4). The same sample was auto-repeated on the same instrument giving a much higher test result. The same sample was then routed to an alternate atellica solution im 1600 (serial number (B)(4)) and tested for a third time with a 100 times dilution. This instrument gave an error on the sample and no test result was obtained. The same sample was placed on the original instrument for the fourth test. The fourth test result matched the initial test result and is considered correct. It is unknown which test results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high thcg test result.